Event description:
It was reported that, in 2006, this pt developed a fever and erythema around his implant site. The pt was hospitalized and administered IV antibiotics for 21 days followed by oral antibiotics. He then developed an abscess around the speech processor. A culture was positive for staph aureus. The skin eventually necrotized over the implant. The implant is now exposed, but the infection has resolved. The date of explantation/reimplantation surgery has not been reported to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling.